Event description:
It is reported that the pt was revised for a locking screw that backed out.

Manufacturer narrative:
Evaluation summary: if the surgeon bent the plate (to fit to anatomy of pt) near the locking hole, the hole might have deformed, possibly allowing the screw to back out. Root cause cannot be determined with the info provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.